Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 135-145mg/dl fasting. Verified the strips expire 08/31/2017. Customer confirms the strips are stored properly and was first opened 06/13/2015. Customer performed back to back blood test, 253mg/dl and 201mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern:376 mg/dl while fasting at 9:00pm on (B)(6) 2015 no adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 135-145 mg/dl fasting. Verified the strips expire 08/31/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 253 mg/dl and 201 mg/dl fasting. Reviewed meter memory: 235 mg/dl, (B)(6) 2015, 06:40:00 am, fasting: yes; 244 mg/dl, (B)(6) 2015, 07:50:00 am, fasting: yes; 172 mg/dl, (B)(6) 2015, 03:44:00 pm, fasting: yes; 115 mg/dl, (B)(6) 2015, 08:30:00 pm, fasting: yes; 201 mg/dl, (B)(6) 2015, 07:10:00 am, fasting: yes. Customers concern: 376 mg/dl while fasting at 9:00 pm on (B)(6) 2015. No adverse event reported.